Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Deep vein thrombosis [deep vein thrombosis]. Case description: spontaneous report was received on (B)(6) 2012, from a male patient (age not provided), initials (B)(6). The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20), two times, five years ago and with synvisc-one. On an unspecified date. The patient initiated treatment with synvisc one injection dose regimen not provided. The lot number for synvisc one was not provided. It was reported that within 24 hours after receiving synvisc-one injection, the patient experienced deep vein thrombosis. The patient stated that the deep vein thrombosis was probably due to knee brace he was wearing and it had nothing to do with the synvisc one. The patient was treated with injections to break up the clot and warfarin. The patient's event of deep bone thrombosis was assessed as medically significant. Action taken with synvisc one was not provided. On an unspecified date, the event of deep vein thrombosis was recovered. Concomitant medications were not provided. The intensity for the event was not provided.